Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor cannula broke inside the customer's body. The customer stated they were able to remove the material using tweezers. No harm requiring medical intervention was reported. Troubleshooting was not completed and no further information was provided as the report was from a clinical trial. The sensor will not be returned for analysis.